Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eclipse safety shield broke off it was reported by the customer that the needle guard broke off the needle when the staff went to use it, nearly causing a needle stick. Rcc received a complaint via email. Notifications not-92604 quality number (B)(4), control number (B)(4), international control number , intake region us complaint type adverse event label class branded. Agency reportability branded: reportable by manufacturer MDR/mir no reason for complaint (B)(4), breakage description of event the customer advised that their staff had a near miss when trying to engage the safety. The needle guard broke off the needle when the staff went to use it, nearly causing a needle stick. Date entered (B)(6) 2025, incident date (B)(6) 2024, hsi notify date 12/17/2024, closed date (B)(6) 2025, incident country.1 us incident country.2 united states, status close out record status closed item number.1 us_9878914 item number.2 9878914 item description eclipse safety needle ship to jde number (B)(4) business name: business name legacy shipping address final analysis the manufacturer will send their investigation results directly to the customer. This branded ae complaint is considered closed. Final analysis legacy corrective action conclusion results 67- the device complaint or problem cannot be confirmed.; cr3- will continue to monitor for potential trends product returned? Yes, supplier (B)(4), notification date 03/04/2025, manufacturer response received parent name (B)(6).

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.